Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported obtaining an unspecified high scan reading, and self-treated with insulin (dose/type unknown) due to this reading. The customer subsequently became hypoglycemic, experienced a loss of consciousness, and was taken to a hospital. The customer reported a blood glucose of 2.3 mmol/l (unspecified device) and was treated with glucose infusion at hospital for hypoglycemia. The customer was hospitalized for two days. There was no report of death or permanent injury associated with this event.